Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
Customer's mother reported a motor error alarm during a dual bolus. Customer's blood glucose was 87 mg/dl. The mother could not recall any significant events leading to the alarm. The mother stated she was able to complete the rewind sequence on her son's insulin pump. The mother also reported a low battery alarm had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.